Event description:
Pt reported that infusion set leaked during insulin bolus delivery, and no error messages were generated by the device. At time of report, pt was experiencing symptoms of high blood glucose, but no treatment has been received.